Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. The investigation revealed the connector was flooded and the scope mount paint was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the high definition camera head was broken during reprocessing. The issue occurred outside of clinical use. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information. Based on the results of the legal manufacturer's investigation, the product was returned, however, the root cause of the breakage during sterilization (submersion of the connectors)] could not be identified. No further information was available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[dangers, warnings, and cautions]. Do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts on the video connector.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.